Manufacturer narrative:
The balloon of a 6f/7f mynxgrip vascular closure device (vcd) lost pressure while in the patient and was unable to achieve hemostasis. There was no reported patient injury. The product was stored properly according to the instructions for use (IFU). The device was used in an interventional peripheral procedure. The deployer was mynx certified. There was no visible damage at the distal end of the sheath after removal. Hemostasis was achieved by using manual compression. Additional procedural details were requested but are unknown. The product was not returned for analysis. A product history record (phr) review of lot f1902408 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Vessel characteristics, although unknown, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review, nor the information available for review suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) lost the pressure while in patient and was unable to achieve hemostasis. Therefore, hemostasis was achieved by manual compression there was no reported patient injury. The product was stored properly according to the instructions for use (IFU). The type of procedure was interventional peripheral. The deployer¿s mynx training status was mynx certified. There was no visible damage in distal end of the sheath after removal. Additional procedural details were requested but were unknown. The device will not be returned for evaluation because it was already discarded.